Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter, the patient was implanted with the device using a tacker for mesh fixation. The patient states that one of the tacks broke away from the mesh and migrated to the colon. The patient has experienced chronic debilitating pain that has become worse in the area where the mesh was implanted. The patient reports having difficulty walking, sometimes requiring a wheelchair. The patient developed interstitial cystitis and fibromyalgia. Explantation of the mesh and therapy allowed the patient to walk normally. The surgeon that removed the mesh stated that the rough side of the mesh was facing intraperitoneally and might have been responsible for the dense adhesions to the great omentum. The smoother side was identified on the outward surface facing the abdominal wall. Additional information could not be requested as no contact information was made available.